Event description:
The epidural tubing set is defective. When primed, it fills with air when it should not. This indicates a leak in the tubing/set. This is at least the second time this has happened.